Event description:
It was reported during the aneurysm coiling procedure there was resistance while repositioning the subject coil at the target site to engage with the vessel. While repositioning, the subject coil was stretched. A snare device was used to remove it. The device was replaced and the procedure was completed successfully with no clinical consequences were reported to the patient.

Manufacturer narrative:
D4 gtin - updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description, during placement of the ninth coil, the subject coil was stretched while repositioning at the target site and had to be retrieved with a snare. There were no anomalies noted to the device prior to use and it appears to have been prepared per the dfu. While there are a number of potential causes for the reported issues, because a review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during the aneurysm coiling procedure there was resistance while repositioning the subject coil at the target site to engage with the vessel. While repositioning, the subject coil was stretched. A snare device was used to remove it. The device was replaced and the procedure was completed successfully with no clinical consequences were reported to the patient.